Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
D4 lot number corrected from 21279ui00 to 21279ui01.

Event description:
The customer obtained a falsely decreased architect stat high sensitive troponin-I result. (B)(6), initial result was 4964.3pg/ml. Retest (B)(6), the first retest result was 0.0pg/ml, and the second retest result was 4801.1pg/ml no impact to patient management was reported.

Manufacturer narrative:
Component code: g01003. Investigation of the complaint issue included a search for similar complaints and review of complaint text, attached data, trending data, labelling, device history records and field data. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Review of complaint activity and trending reports did not identify any issues for the product. Device history record review for lot 21279ui01 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 21279ui01 was identified.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is completed. An evaluation is in process.

Event description:
The customer obtained a falsely decreased architect stat high sensitive troponin-I result. Sid(B)(6) , initial result was 4964.3pg/ml. Retest sid4102, the first retest result was 0.0pg/ml, and the second retest result was 4801.1pg/ml no impact to patient management was reported.